Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found a necked-down cathode coil near the terminal pin, which block passage of a stylet. This type of damage is normally associated with helix extension/retraction difficulty. Resistance testing found that the lead was electrically continuous.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. As a result, the patient was hospitalized and a revision procedure was performed; wherein the rv lead was removed and replaced. The lead was returned to boston scientific for analysis no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. As a result, the patient was hospitalized and a revision procedure was performed; wherein the rv lead was removed and replaced. No additional adverse patient effects were reported.